Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a scanner issue. A field service engineer replaced the barcode scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the barcode scanner. The customer reported that the barcode scanner scanned and the machine beeped twice, but no further actions occurred. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.